Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient concurrently underwent hysterectomy, anterior/posterior repair, mastectomy, exploratory laparotomy and cystourethroscopy. It was reported that following insertion the patient experienced stress urinary incontinence, urinary frequency, urgency, urinary problems, recurrence and vaginal scarring. The patient also underwent revision surgery on (B)(6) 2013 due to vaginal mesh extrusion.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.